Event description:
It was reported that during a pneumonectomy, the knife stopped halfway before the tip at the 2nd firing. The home button was used, but the knife did not return. Manual override was used to return and open the tip. The articulate was bent to the maximum, but it did not return straight and was forcibly returned to the middle and removed from the thoracic cavity. The cartridge color was black. There was no additional open chest, no post-operative leak, and no bleeding. The doctor commented that although the doctor used a black cartridge, it was not thick tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: batch # 735c59. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with three gst60t reloads present. The reload (b) was received fully fired with damage to the edge of the reload on the left side. The reload (c) was received partially fired 4/5. The reload (d) was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with three black reloads present. Also, the override lever was up and the manual override door was noted to be out of position. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. No conclusion could be reached as to what may have caused the pcb board to be damaged. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 735c59, and no non-conformances were identified.